Event description:
Event became reportable based on investigation completed on 28-feb-2007. It was reported that during a pta procedure, the tip of the mach1 guide catheter was deformed. The event occurred outside of the pt and the device was not used. The procedure was successfully completed with a different device. No pt injuries or complications were reported. Pt status is reported "good".

Manufacturer narrative:
Returned product analysis verified the difficulty states in the complaint. The returned catheter had shaft damage 8.0 centimeters long starting 36 centimeters distally from the edge of the strain relief, and shaft damage 6.0 centimeters long starting 56 centimeters distally from the edge of the strain relief. Severe tip damage was observed, the coating was fractured in multiple areas, the braid wire reinforcement is expanded and unraveled. The ptfe liner is twisted. Visual and microscopic examination of the material surrounding the damage did not reveal any inherent deficiencies that would have contributed to the incident. It was not possible to determine how or when the damage occurred. The manufacturing records for top assembly batch 7245201 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number. The root cause could not be determined.